Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced a bent cannula as the infusion set did not go in right while travelling and the patient experienced chest pain, nausea, and high blood glucose level. Therefore, on the same day ((B)(6) -2024), at around 06:30 am - 07:30 am, the patient was admitted to the hospital due to high blood glucose level of 565 mg/dl. Moreover, the infusion had been used for the second day. The patient was tested for ketone levels. During hospitalization, the patient received insulin drip intravenously as corrective treatment. At the time of this report, the patient was still in the hospital with blood glucose level of 400 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to manufacturer was added as well. H6: investigation results under type of investigation, investigation findings. H11: investigation summary. The following tests were completed for 1set returned used device of lot unknown: 1. Visual inspection as per version 9, alerta de calidad (catheter doblado) quality alert kinked cannula: 1 used set the soft cannula was bent at the tip. 2. Flow test on customer complaints (pruebas de flujo en quejas del cliente) version 10. The criteria of minimum 80ml/minute but 1 used set was found with the p-cap connector needle clogged (by insulin).

Event description:
To date, additional patient or event details were received which have been added in h11 (addl mfg narrative).